Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient reported a skin irritation under the lifevest. The patient's doctor prescribed the patient ointment to apply to the area. Follow up with the patient was completed and the irritation was showing some improvement.